Manufacturer narrative:
The returned meter was tested with the result units set to mmol/l. Control ranges (in mmol/l): l1: 5.5 - 7.5. L2: 14.5 - 19.6. Qc measurements were performed thrice with both high and low control levels. Measurement results (in mmol/l) on returned device: l1: 6.4, 6.4, 6.3. L2: 16.9,17.2, 17.0. All qc measurements passed the test. The meter was disassembled for further investigation and no abnormalities were found.

Manufacturer narrative:
Initial reporter address continued: (B)(6). The customer¿s product was requested for investigation. The meter was returned. The test strips were not returned. If the test strips are returned in the future, a follow up report will be submitted. The returned meter was tested with retention strips and retention controls. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 43, 43, 42 mg/dl, level 2 ¿ 290, 296, 288 mg/dl. All returned results are within acceptable range. No information was provided in the complaint that would point to a cause for the result discrepancy. On a regular basis, inform test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter questioned glucose results from accu-chek inform ii meter serial number (B)(4) compared to other accu-chek inform ii meters. The reporter could not provide the date of event. The date of event is an approximation. The reporter was unable to provide any specific results. The only information provided was that the glucose results from the inform ii meter in question differed 3 mmol/l in comparison to other inform ii meters. The measuring range for the system is 0.6 mmol/l ¿ 33.3 mmol/l. Depending on the results received, a difference of 3 mmol/l could produce discrepant results.